Manufacturer narrative:
Customer stated that device will not return to the manufacturer for device evaluation. If the device becomes available, is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event occured in (B)(6). The customers stated that the patient was given an injection in the right glute with the hypodermic needle pro. When the nurse withdrew the syringe and needle after administration, the needle remained in the patient's ventral gluteal and the syringe in the nurse's hand. Product not available for return. No patient injury noted.